Manufacturer narrative:
There was no medication involved in this incident. Patient's significant bruising (purple/dark spots) on forehead may appear to be chrysiasis, so there is the potential for permanent damage/impact on the patient. The treatment settings used in the treatment were per the clinical guidelines, however user error contributed to this incident. The operator of the device did not ask if the patient had received a gold therapy, which is one of the listed contraindications in the clinical guidelines. A patient who is undergoing or had a gold therapy would not be an appropriate candidate for a laser procedure. The device was not evaluated, since the customer stated its unit was operating without any issues, thus declining the evaluation. Bruising is an expected transient side effect from laser procedures, but in this particular incident due to the severity of the patient's impact, this is a reportable incident. User error/customer declined evaluation.

Event description:
Patient had significant bruising on forehead from a laser procedure.